Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is complete.

Event description:
Complainant alleged that during biomed testing, the device prompted a "do not use" message. Complainant indicated that there was no patient involvement in the reported malfunction.